Manufacturer narrative:
According to information reported to davol, a ventralex mesh was used to repair the patient's recurrent umbilical hernia on (B)(6) 2011. That mesh was said to be explanted on (B)(6) 2011 after the mesh allegedly became adherent to a loop of the small bowel. Currently, it is unknown whether the device may have caused or contributed to the alleged event. No sample has been returned for evaluation and no medical records have been provided. A manufacturing review was performed and there was no evidence of any manufacturing-related issues. With the information currently available, no conclusion can be drawn at this time.

Event description:
On (B)(6) 2011 - bard ventralex implanted to repair recurrence of umbilical hernia. On (B)(6) 2011 - surgical intervention was necessary for an occlusion (bowel obstruction) due to an adhesion with the mesh. Mesh explanted. Hernia repair performed with sutures.